Manufacturer narrative:
The customer stated that the device reported a therapy pca failure while monitoring a pt. No adverse pt impact was reported. The unit was evaluated at philips. The symptom could not be duplicated but was verified in the status log. The device was returned to service after passing all testing. We are considering this a malfunction. We cannot definitively determine the cause since the symptom could not be duplicated.

Event description:
The customer stated that the device reported a therapy pca failure while monitoring a pt. No adverse pt impact was reported.